Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: based on the reported content, it was determined that the sheath that should have been removed was inserted into the endoscope when inserting another company's product into the endoscope, causing the sheath to come off and get caught in the endoscope channel. We told the customer about following the IFU. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical (B)(6) on (B)(6) 2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 29-nov-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Due to this event, pentax medical filed the following MDR reports: MFR report number 9610877-2023-00046 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(6), patient 01. MFR report number 9610877-2023-00047 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(6), patient 02.

Manufacturer narrative:
Due to this event, pentax medical filed the following MDR reports: MFR report number with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(4), patient (B)(6). MFR report number 9610877-2023-00047 with the FDA for pentax medical video colonoscope model ec34-i10l, serial number (B)(4), patient (B)(6). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, a sheath of a boston dilator was not removed and it was put down the pentax scope, it was then left in the scope and not discovered until 2 patients later. This is the second time in 6 months that this has occurred. Description of any actions taken: customer notified pentax, boston and health canada. Refer to linked info cards for similar event. Refer to attached files for completed gfe. Per gfe response, a size 6-8 balloon dilator was to be used for a stricture. The clear plastic sheath at the tip of the balloon was not removed by physician or nurse and it was inserted with the catheter down the scope. The dilator was removed and the pentax scope was cleaned and sterilized. The scope was then used on patient 2 and 3. On patient 3, a biopsy forcep was used and it pushed out the sheath into the patient. However, it was retrieved by doctor successfully. No injury to the patients. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.